Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that they met up with the patient today ((B)(6) 2019) and took care of them. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s ins was taking longer to charge up. The patient stated previously, the longest recharge session was 45 minutes, but the past two weeks the ins had been taking them two hours and 15 minutes to charge. The patient stated that they met with the rep at the doctor¿s office 3 to 4 days ago and they had their ins checked and some adjustments to their settings were made. The patient stated that they mentioned the ins taking longer to charge to the rep, but they didn¿t say anything about it. The patient stated that the rep told them that everything looked fine with the implant after checking it. It was reported that the patient had been recently reprogrammed/switched groups and had the need to increase parameters and it was reviewed how programmed parameters affect recharge intervals, however the patient stated that they know they had really high settings, but they weren¿t sure if anything was changed prior to the ins taking longer to charge up. The patient stated that they didn¿t know how to turn their settings down (no adjustments were made to their settings during the call because the patient couldn¿t reach the ins on their own). It was reviewed how the number of efficiency bars would affect recharge time and the patient stated that they always get 8 coupling bars. It was reviewed that from the patient¿s description, the recharger appeared to be functioning normally (during the call the insr was charging normally from the wall). The patient couldn¿t reach their own ins so no active troubleshooting could be done on the call, as a caregiver charges the patient¿s ins every sunday. The patient was redirected to follow-up with their healthcare provider (hcp) to address the ins taking longer to charge. The patient was encouraged to call back with their recharger when they had assistance. An email was sent out to the rep on the patient¿s behalf. No symptoms were reported. The event occurred about two weeks ago in (B)(6) 2019. No further complications were reported/anticipated.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the ins taking longer to charge was because the battery was depleting to a lower percentage. It was indicated that the patient was on a high-density program causing the battery to drain faster than their low-density programming. The rep stated that they were used to charge their battery once a week and that they are still doing that, but the battery is now at a lower percentage at the one-week mark hence the longer recharge time. It was reported that the issue was resolved. It was indicated that the patient has someone help them recharge their ins as it is hard for them to reach back to the battery site. The patient¿s weight at the time of the event is unknown and will not be provided. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.